Manufacturer narrative:
Three (3) actual devices were received for evaluation. Visual inspection on the returned samples observed a cosmetic ink defect in front of the bag on two samples. Magnified inspection was performed and a small hole in front of each bag was observed. Functional testing was performed and revealed a leak in front of the bags from the dotted ¿I¿ in the word (B)(4) on two of the samples. The reported issue was verified. The cause of the small hole was not determined. A leak was observed at the spike port cap of the third sample. The reported issue was verified. The cause of the condition was determined to be inadequate or lack of cyclohexanone being applied to the spike port cap during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 3000ml exactamix eva tpn bags were leaking from the access port. This was observed at the warehouse. There was no patient involvement. No additional information is available.